Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl, abscess, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; abscess; cd30+, alk- alcl.

Event description:
Nurse reported a diagnosis of bia-alcl. The patient presented with infected seroma in the left breast that "looked like an inflammatory breast cancer". The prosthesis was removed, abscess drained and capsulectomy performed. The capsule was sent for histology which confirmed the histopathological markers alk- and cd30+. Histology also advised "no bacteria are identified on the brown and brenn stain. No fungal elements are identified on the pas and grocott stains. The ziehl - neelsen histochemical stain is negative for acid-fast bacilli.¿ the patient also underwent pet scan and bone marrow biopsy. The results stated there was no morphological evidence of bone marrow infiltration by lymphoma in the tissue examined. And the pet scan did not show uptake of the breast that would be compatible with active lymphoma. Physician has also stated that "local treatment (radiation therapy) will be sufficient to control the lymphoma".